Event description:
A customer reported that patient barcode was miss-read by the immage system. No affect to the patient was reported. The misread ID was from a different sample type with different tests than those assayed on the immage instrument.

Manufacturer narrative:
The tube was loaded directly on the immage on the sample wheel. The misread sample did belong to another sample but not a sample that had tests for the immage. A field service engineer (fse) was dispatched: a) per fse, the customer has not had any other misreads and the miss-read tube was not available for evaluation. B) the fse suspects this is a barcode problem not a barcode reader problem; however, it was not confirmed. No additional information regarding this event is available, and a clear root cause is unknown. A malfunction will be assumed for the purpose of this report.